Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem "random air in line error" was not reproduced. A review of the event history log revealed "air in line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed random air in line error during testing in the biomedical service department. There was no patient involvement. No additional information is available.